Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded episodes of ventricular fibrillation (vf) due to noise oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and all system measurements were within range. Further evaluation was recommended. No adverse patient effects were reported. This system remains in service